Event description:
Observed a leakage of blood from the tunnel. When they flushed the catheter, it was confirmed - looked like it was from the venous line: they also heard some air bubbles the previous treatment. Catheter removed on (B)(6) 2012.

Manufacturer narrative:
The complaint of an external leak is confirmed. No information is available regarding date of placement, frequency of access, complications, catheter maintenance or dressing protocol. The complaint sample was returned in two sections. The leak in the catheter is observed on the proximal section. A small leak was observed distal to the bifurcation site during functional testing of the catheter. The leak site is observed on the venous lumen side of the catheter. No leaks were observed on the arterial side of the lumen. It appears the catheter has been nicked by a sharp implement such as a scalpel or knife. This may be a user maintenance issue. A lot history review (lhr) of reql0152 showed no other similar product complaint(s) from this lot number.